Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-30 has a similar product distributed in the us, list number 7p51-21/-31.

Event description:
The customer observed false positive alinity I total b-hcg results for one sample. The following data was provided: sid 4198375 initial result was 2.30 u/l, repeat = 88.91 u/l, repeat on another instrument was 2.30 u/l and 2.30 u/l during troubleshooting the sample was repeated on the original instrument and generated results of 2.30 u/l and 2.30 u/l. No impact to patient management was reported.

Event description:
The customer observed false positive alinity I total b-hcg results for one sample. The following data was provided: sid (B)(6) initial result was <2.30 u/l, repeat = 88.91 u/l, repeat on another instrument was <2.30 u/l and <2.30 u/l during troubleshooting the sample was repeated on the original instrument and generated results of <2.30 u/l and <2.30 u/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase complaint activity. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations associated with lot number 51194ud00 and the complaint issue. In-house accuracy testing of a retained reagent kit of lot 51194ud00 was performed using panels which mimic patient samples. All validity and acceptance criteria have been met demonstrating that the lot is performing acceptably. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg for lot number 51194ud00 was identified.